Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) for the right ventricular (rv) lead due to a high sensing integrity counter (sic) and high-rate non-sustained episodes. Intermittent rv oversensing and undersensing was noted, along with intermittent atrial undersensing from the right atrial (ra) lead. At this time, the rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.